Event description:
We have had 3 separate instances of malfunctions with zoll defibrillators. This is the first of the 3. Approximately 5 months ago: r series zoll defibrillator: when the unit was turned on, the unit would not power up. The device was sent back to zoll and they were unable to duplicate the problem. They sent the device back to us. The device was purchased and put into use two months later. It was only two months old at the time that it malfunctioned.